Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 pocket a5, d5 and d6 were not detected by the station and appeared greyed out. A field service engineer (fse) found cubies missing from drawer 3.2, inspected and reseated the rowboard cables, and ran hardware test application (hta) to test all hardware, which passed successfully. The cubies were reinserted into the drawer in the application, allowing recovery of storage space. The system was tested in hta, and the registered pharmacy verified functionality in the application. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.